Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient profiles and orders were not populated into the pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station received patient profiles and orders after a wait of up to 10 minutes. A technical support specialist (tss) investigated the issue by referring knowledge article "device time is incorrect" and dialed into the station and synchronized the time settings based on the application server. The system was then monitored over a few days to ensure stability and accuracy. During this period, no discrepancies were observed and the customer acknowledged that there had been no issues so far. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient profiles and orders were not populated into the pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.